Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.